Event description:
It was reported that the pulse generator exhibited backup vvi mode, the patient experienced muscle stimulation and pacemaker syndrome. The patient had received radiation therapy. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.